Manufacturer narrative:
Results: a pipe cleaner was inserted into the vacuum inlet on the pump max and blood was observed inside the pump. Conclusions: evaluation of the returned pump max revealed that the pump had blood inside. This type of damage typically occurs due to improper handling during use. If the aspiration tubing is connected directly to the vacuum inlet rather than the canister supplied by penumbra, blood will likely enter the pump assembly. Penumbra pumps are 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, a radiology technologist (rt) in training was working with a senior rt. After the physician gained access to the location of the clot, the staff began preparing the pump max for aspiration. The senior rt noticed that there was no canister on the pump max and went to grab one. In the meantime, the rt in training inadvertently connected the penumbra aspiration tubing (tubing) directly to the pump max and instructed the physician to begin the aspiration. Consequently, blood entered the pump max when aspiration was initiated. At this point, the senior rt returned to the operating room and quickly asked the physician to halt the aspiration so he could disconnect the tubing at load the canister. Although, blood entered the pump max, the physician was able to successfully complete the procedure using the same pump max. There was no report of an adverse effect to the patient.